Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens, into the patient's left eye(os). Refractive change overtime has been observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2 - unk. A3 - unk. A4 - unk. A5 - unk. A6 - unk. B3 - unk. D2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry). D6a - unk. H4 - unk. Claim# (B)(4).